Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the sound became softer since the end of 2018. When applying pressure over the coil the hearing performance gets back to normal. Previously the user was satisfied with sound perception. There was no preexisting medical condition found that could contribute to the observed symptoms. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that the sound became softer since the end of 2018. When applying pressure over the coil the hearing performance got back to normal. Previously the user was satisfied with sound perception. The user has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the explanted device has not been received for investigation yet.

Event description:
The user reported that the sound became softer since the end of 2018. When applying pressure over the coil the hearing performance got back to normal. Previously the user was satisfied with sound perception. The user has been re-implanted. Despite requested, the explanted device has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation date has been provided yet.

Event description:
The user reported that the sound became softer since the end of 2018. When applying pressure over the coil the hearing performance gets back to normal. Previously the user was satisfied with sound perception. There was no pre-existing medical condition found that could contribute to the observed symptoms. Re-implantation is considered but no date has been scheduled yet.